Event description:
Dentist reported that the implanted collagen material used apparently caused a delayed hypersensativity reaction in a pt several weeks after the implantantion. Implantation date was 2000. Dentist did not know the date of the onset of symptoms. Pt reported rash and itching, but did not report symptoms to the dentist until after symptoms had resolved. Pt reported an allergy to beef after incident occurred.